Event description:
A complaint was received on a customer's xceed blood glucose meter. The customer performed a test and obtained a high reading in mg/dl which was though to have been in mmol/l. Based on this reading, the customer took extra insulin and suffered a hypo whilst driving. She did not require any medical intervention and had some glucose sweets with her. The customer was on holiday at the time to the event. When she returned home the customer's diabetic nurse re-set the meter for her. The customer is adamant that the meter changed itself from mmol/l to mg/dl.